Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 6 weeks after the implantation this lead was explanted and replaced due to pacing impedance being out of range (> 2500 ohms).

Manufacturer narrative:
(B)(4) 2018 - we received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed the ligature marks approx. 14 cm distal to the is-1 connector pin. Abrasion marks were found along the lead body. Further inspection showed a damaged insulation approx. 20.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer conductor coil was fractured and the inner coil was severely deformed. This broken contact in the conductor coil to the ring electrode was confirmed during the electrical analysis. Thus the stimulation impedance could not be measured. These findings can be considered as the root cause for the clinical observations mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.